Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: nephrectomy event description: il cliente riferisce: ; I nuovi sacchetti endoscopici grandi applied (sap 91777) attualmente in uso, per ben tre volte si sono scomposti accidentalmente del loro anello interno (che permette al sacchetto la chiusura). In un caso, l`evento è stato segnalato al servizio di risk management in quanto ritenuto come corpo estraneo da un paziente operato di cistectomia. I colleghi infermieri riferiscono la facilità con cui l`anello si stacca, esponendo il paziente ad un rischio inutile. Inoltre il cliente riferisce che il sacchetto sembra non funzionare durante interventi di nefrectomia con tumori molto grossi. Translation: customer informed: new endoscopic retrieval bags applied (sap 91777) currently in use, for 3 times, disassembled and lost the internal "ring" which allow to close the bag itself. One of these 3 events was communicated to the risk management as it was classified as an external object from a patient operated for a cystectomy. The nurses refer the ease with which the ring detaches, exposing the patient to a useless risk. The customer also reports that the bag does not seem to work during nephrectomy with very large tumors additional info received from applied team member, august 7, 2017: per internal "ring" customer means the guide bead. Type of intervention: unk. Patient status: unk.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.